Manufacturer narrative:
Additional information provided in d.10., h.3., h.6., and h.10. The lot complaint history and device history record were not reviewed as no lot information was available for this complaint. Only the used cassette with the attached drain bag was returned. The returned sample was visually inspected and no obvious defects were found. The non-invasive flow sensor (nifs) on the cassette housing was in good condition. A calibrated console representing the current software version was used to test the sample. The sample could prime and pass intraocular pressure (iop) calibration successfully. No anomalies were observed during priming. No system message code was generated during testing. Fluid flowed from the bss bottle to the drain bag without any interfering. No leakage was detected from the pump elastomer or on the pump area of the fluidics module. Cleaning process was able to be performed after functional test had completed. The root cause of the customer's complaint could not be established; the returned sample functioned per specifications. After an investigation of this complaint, it has been determined that this sample functioned per specifications; therefore, no corrective action is required at this time. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. Consumables manufacturing management has been made aware of this complaint through the consumer affairs review meeting. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that a leakage occurred from the cassette during surgery. The product was replaced and procedure completed with no patient harm.